Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly. The customer continued to use the existing cartridge. Customer¿s blood glucose level was 188 mg/dl.